Event description:
Unit stopped reading after 4 days, supposed to last 14 days. Low glucose readings. Caused a dermal cyst on the arm. Pt code: 1800. Device code: 1535. Ref reports: mw5179996, mw5179998.